Manufacturer narrative:
Conclusion: a device history record was reviewed, there was no issue identified in manufacturing process that could be impacted to this event. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing speci fications prior to release for distribution. No image files were received for review. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Dislodge events are typically not related to a device malfunction. Based on the received information, it indicates that a probable cause for the dislodgement was implant position. This event does not allege a device malfunction occurred. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. However, with the limited information and no images to review, the conclusive cause of the pvl cannot be determined. In this case, the valve dislodgement could have cause the pvl. Multiple factors can influence an onset stroke. Its etiology may include embolization of calcific debris, patient medical history and procedural factors. Based on the limited information received, a conclusive cause of the stroke cannot be determined. It is a known potential adverse effect per evolut pro+ instructions for use (IFU). As neither an autopsy nor an explant information was provided, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve replacement (tavr) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. This event does not indicate device malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that the patient expired seven days after implant. Per the physician, the cause of death was stroke. Per the physician, the death was possibly related to the device. Updated: b2, b5, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at an implant depth of 1 millimeter (mm). As the valve was deployed, it dislodged upward toward the ascending aorta. The patient remained stable. An angiogram was performed and showed severe paravalvular leak (pvl). The implant team decided the valve needed to be repositioned so that a second valve could be implanted. The patient's condition became unstable, and the implant team decided to quickly reposition the valve using a 22 mm balloon. Once the valve was safely positioned in the ascending aorta, the patient's condition stabilized. A non-medtronic valve was subsequently implanted. No additional adverse patient effects were reported.